Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during a pfa procedure the faradrive steerable sheath was selected for use. A farawave catheter pulled out of sheath to fix a deployment issue. On reinsertion bubbles present, the device was re-inserted again with the same result. The valve was suspected to be broken. The sheath was replaced, and the procedure was completed successfully without patient complications. The device is expected to be returned.